Event description:
During signoff at end of shift, vent went inop after pushing the alarm silence button on face of vent. Therapist was able to restart vent after approx 10 sec. Vent settings tidal volume 800. Assist control 25. 100% o2, peep 15 peak flow 110, high press limit 80 cm. Biomed unable to reproduce problem. Ventilator had 13.486 hours.